Manufacturer narrative:
The service history review (shr) was completed and revealed no findings that could have directly contributed to the current complaint. Additionally, the review of the shr did not reveal any evidence of nonconforming product. An event history log (ehl) review was not performed due to the reported problem being evaluated in baxter puerto rico and there was no ehl provided to baxter medina. The reported symptom 'machine damaged' was reproduced during evaluation as a battery alert condition and is considered confirmed. Evaluation determined the cause was a defective standard battery and no defect of the spectrum pump itself. The standard battery requires replacement. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
The customer called to report "machine damaged" during treatment/diagnosis. There was no patient injury or medical intervention.